Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the delivery catheter system (dcs) was inserted into the patient's body and partially deployed at the aortic annulus. During deployment, it was identified that the valve was positioned too high in relation to the aortic annulus. Subsequently, the valve was recaptured and repositioned. During second deployment, it was noted that an infold was present. In response, the valve was recaptured and withdrawn from the patient's body. A new valve was then utilized to complete the procedure. The associated field representative provided registration on the same day as valve implant that reported the first attempted to implanted valve as the active valve. A patient registration card was then sent to the patient within the same day as the procedure with the serial number of the first attempted to be implanted valve listed. 36 days following implantof the transcatheter aortic valve, a medtronic employee processed a hospital tracking form that reported the second valve that was successfully implanted as the active device. Confirmation that the correct active valve was listed on the hospital tracking form was obtained 41 days following implant of the valve. Subsequently, a new patient registration card was sent to the patient with the correct serial number listed.

Manufacturer narrative:
Updated data: a4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.